Event description:
When the nurse took the catheter out of the pt, she realized the catheter was broken and a piece of it was still inside the pt. The piece of the catheter was later retrieved. Additional info has been requested but not yet provided. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Unknown as not provided by reporter. Pt code: removal of device portion is not labeled in the IFU. Device code: device breakage is not labeled. Event evaluation: still under investigation.